Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with (injection) inj. Vancomycin (1 gram, once in four days), inj. Fortum (1 gram, once daily) and inj. Zienam (500 mg twice a day), the routes of administration were not reported. No further information was provided regarding the outcome of the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.